Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer found that line 24 had come off the ratio pump when the customer performed maintenance. The line was re-installed and instrument performance was successfully verified. The instrument was returned into service after completion of repairs.

Event description:
The customer reported that on (B)(6) 2011 erroneous, elevated potassium (k) results and erroneous low calcium (calc) results were generated on a unicel dxc 600 synchron system for two patient samples. Upon repeat on another instrument in duplicate, the repeat results were regarded as valid and reported out of the laboratory. The erroneous initial results were not reported out of the laboratory and hence there were no deaths, serious injuries or changes to patient treatment associated or attributed to this event. The instrument did not generate sodium or carbon dioxide results for these two samples. It suppressed them. These patients' chloride results were not affected. Instrument assay quality control results generated immediately prior to this event were within customer established specifications. Instrument assay quality control results after the event demonstrated the same behavior as the patient samples. The samples were serum or plasma. No additional system, patient or sample handling/collection information was provided by the customer.